Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. However, the insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 300-600 mg/dl. The customer was recently admitted into the hospital. The customer became very erratic during troubleshooting and she wants her pump replace. The customer was advised that the pump will be replaced.